Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clips won't stay when deployed - surgeon (dr (B)(6)) requested taking it back to manufacturer." Patient status - "n/a".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon the first actuation of the device, engineering found that the unit dry-fired. Subsequent actuations resulted in two clips being fired followed by a dry-fire. The fired clips were tested for clip closure and found to meet specifications. The unit was disassembled for further evaluation and all components met design specifications. The root cause of the customer's experience is due to improper clip advancement. As a result of recent feedback from our customers, a product enhancement has been implemented to improve the feeding of the clips into the jaws. All product that is shipped now contains this improvement. All clip appliers will continue to undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.